Event description:
It was reported by service report that the cot did not have the retaining post assembly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - pin bracket.